Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803.

Event description:
A patient reported, that prior to using their aligners. They decided to visit a dds, who informed them that they have periodontal disease and bone loss. The dds advised, the patient to not use the aligners, due to substantial risk of losing teeth. The patient was advised to use traditional orthodontics, because he cannot use a "rapid approach".

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.